Event description:
Additional information from a patient reported the tremor in his right hand has gotten so bad that he can¿t use it and can¿t eat with it. The patient stated this occurred about 2 weeks ago. The patient noted he is very light headed since (B)(6) 2016. The patient also noted he is urinating too much since early may. The patient added he had a slight problem with urinating too much before he got the device but since his stimulation was increased the issue of urinating too much got worse. The patient stated his meds were changed and it didn¿t do any good. The patient said he is taking meds for the tremor which is causing short term memory loss. The patient also noted he is taking meds for the urination problem. The patient stated their healthcare professional recommended turning the implant off and the patient noted they do not want to.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that at the beginning of (B)(6) 2016, the patient was adjusted by his health care provider (hcp). A week following the adjustment, the patient experienced an increased shuffle in his feet and the tremor in his right hand also increased. The patient then reported that he experienced a shocking sensation twice when someone hits him on the shoulder. The patient noted that this issue has been occurring since the end of (B)(6) 2016. It was later reported that the patient was not doing as well as he was when the device was first implanted. The patient stated that he wasn't sure about the last digit in his phone number and he sometimes forgets his own name. The patient reiterated the increased tremor in his right hand since the hcp increased the stimulation and that he needed to relax because his hand was tremoring so bad he could barely move it. Urinary problems in the mornings were also noted to have worsened 2-3 months ago. The patient then stated he also has had dyslexia since he was child.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported he was going to meet with a manufacturer representative and physician for reprogramming due to a return of symptoms. Symptoms reported included shuffling of feet, increased urinary issues, trembling, and cannot lift or move anything with one hand (right). This was noted as a sudden change and within the first 30 days after implant. Further information received from the patient reported he was looking for someone to help with programming and improving his settings but was having a hard time connecting with someone. The patient noted his doctor told him he could turn stimulation off for two (2) weeks or remove the device and replace it, but the patient was not happy with that. He also noted that his doctors gave him medications that, along with medications he was taking at the time, caused dizziness. He had one appointment for programming (turned it up), but it did not work real well because of the medication he was on. He did not have a chance to tell the doctor about the medications he was on at the time causing dizziness. Since getting his device, his speech had improved, but his right hand trembles and had become worse. He reported a twinge in his left hand, which he had since prior to the implant. He also reported he no energy anymore. He changed the batteries on his patient programmer and when he checked his device it showed on/ok, but he did not have the ability to make any changes to his stimulation. The patient was to follow-up with this doctor. The patient also noted he had a reading handicap and short and long term memory issues which he blamed on his medications. The patient also said at one time he had been taking 9 different medications and the medications mess with your liver and heart. The patient said he had been on heart medications but quit taking them and since quitting has had no episodes. The patient also reported he quit taking his blood thinner prior to the surgery and did not resume. The patient said instead of taking 9 medications he was now taking 5 and urinary was part of it. The patient said he may take ibuprofen. He also mentioned an issue with his hand, arm and elbow but did not explain further. He reported having two blood tests, one before and one after, and he had been taking fish oil and vitamin d.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.